Manufacturer narrative:
(H3, h6): manufacturing representative went to the site to test the system, replaced damaged 135 inner skin to resolve this issue. Performed system checkout and returned to service. Codes: b01, c07, d02. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000135. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the gantry was unable to open. Stated that the inner cover was getting caught on a lower cover. Also stated you need to physically adjust the bottom cover in order for the covers to align. Stated they were able to use the system for the case but would like this checked out. This issue occurred intraoperatively and caused no surgical delay. There was no reported impact on patient outcome.